Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation report (previous investigation for the same issue). Retention samples were checked, and no issue was found.

Event description:
Invalid result(s). Called in because she purchased 2 flowflex kits and 1 test showed invalid results. Only the t line appeared. No c line appeared at all. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She tried another kit and received a positive result. She has since thrown the test cassette away and cannot provide a picture. The kit was purchased at (B)(4).

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation report (previous investigation for the same issue). Retention samples were checked, and no issue was found.

Event description:
Invalid result(s). Called in because she purchased 2 flowflex kits and 1test showed invalid results. Only the t line appeared. No c line appeared at all. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She tried another kit and received a positive result. She has since thrown the test cassette away and cannot provide a picture. The kit was purchased at walmart.